Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the activase 100mg transfer device was mixing super slow, further clarified as transferring slowly from the transfer device from one vial to the other. The door to needle time was 51 minutes and could have been faster.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.